Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the harvester took his thumb off the vasoview hemopro 2 actuator switch, the switch did not return to the off position. He had to manually return the switch to the off position. A new kit was used to complete the procedure. There were no pt effects. The lot number is unk. The product was discarded.